Event description:
It was reported that the video system center had not been capturing the data for priovation, and there was no picture at all. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.